Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead position check failed on the right atrial (ra) lead. Chronically elevated thresholds were also observed on the ra lead. The lead remains in use. No patient complications have been reported as a result of this event.